Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer repeated the samples on the same instrument, which resulted as expected. The cause of the discordant, falsely elevated troponin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated troponin results were obtained on four patient samples on an advia centaur cp instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument and an alternate advia centaur cp instrument, resulting lower. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.